Manufacturer narrative:
Immediate post-op, films were not available to determine if the screw was locked down at implantation. Device not returned to company.

Event description:
Cervical bone screw backed out of plate.